Event description:
It was reported that the device never worked per pt. The device was explanted on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable pulse generator (ipg) revealed a reliability non-conformance, ipg hybrid lock-up (MRI not indicated). Cause of the lock-up is unk. Final device analysis of the extensions (B)(4) revealed no significant anomalies, extension ok but cut through (suspected explant damage).